Manufacturer narrative:
In this case, the returned device analysis was unable to confirm the reported gripper actuation issue, gripper line break, clip movement in an unintended direction, and difficulty to remove the cds due to clip getting caught on the sgc. The reported improper or instructions for use (IFU) deviation could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information and returned device analysis, the reported IFU deviation (mis-keying the device) was due to the user error of misaligning the longitudinal alignment markers of cds and steerable guide catheter (sgc). The reported clip movement in an unintended direction appears to be a result of the reported IFU deviation. The cause of the reported difficult to remove (cds/sgc) is due to user technique (clip retraction technique). The cause of the reported gripper actuation issue and gripper line break cannot be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. H6: device code 2017 - failure to follow steps / instructions.

Event description:
This is filed to report unintended movement, difficult removal, a gripper actuation issues, and a break. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with grade 4+ and thin leaflets. A mitraclip xtw was inserted and advanced into the left atrium (la). However while in the la, it was observed the devices were miss keyed, causing the clip to move in an unintended direction. Therefore, the clip was attempted to be removed. While attempting removal, the clip became caught on tip of the steerable guide catheter (sgc). Troubleshooting was performed and the clip was released from the sgc without causing damage. The clip was then retracted through the sgc without further issues. The device was correctly keyed and reinserted. While in the anatomy, it was observed that anterior gripper was not moving; therefore, the clip was removed and replaced. It was noted after removal, it was observed the gripper line had snapped. Two clips were then successfully implanted, reducing mr to a grade of 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.